Manufacturer narrative:
Block g2: medwatch number is (B)(4). Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 16, 2023. Block h6: imdrf device code a22 captures the reportable event of clip sharp edges.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was deployed; however, the clip broke, and the clip arms were left in a fully open position. The clip had exposed sharp edges and needed to be retrieved to prevent it from causing damage. They attempted to use another clip to close the fully open clip but were unsuccessful. Subsequently, they attempted to remove the clip using a non-boston scientific net, but the clip got entangled in the net. They were eventually able to remove the clip successfully. The procedure was completed with two resolution 360 clips. No patient complications have been reported as a result of this event. Additional information received on august 16, 2023: the procedure was delayed for 15 minutes due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch number is (B)(4). Block h6: imdrf device code a22 captures the reportable event of clip sharp edges.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was deployed; however, the clip broke, and the clip arms were left in a fully open position. The clip had exposed sharp edges and needed to be retrieved to prevent it from causing damage. They attempted to use another clip to close the fully open clip but were unsuccessful. Subsequently, they attempted to remove the clip using a non-boston scientific net, but the clip got entangled in the net. They were eventually able to remove the clip successfully. The procedure was completed with two resolution 360 clips. No patient complications have been reported as a result of this event.